Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beep tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient also reported that there was a connection issue with their right ventricular (rv) lead, however, there was no previous information received indicating a connection issue. Data analysis showed the battery appeared to be depleting more quickly than expected. This ICD was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.